Event description:
It was reported to philips that the system gave a remote alert indicating the image processing computer failed to boot, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer examined the system on-site and found no issues, it was functioning as designed and no ippc was replaced. After reviewing the log, it confirmed the reported malfunction. Fse confirmed the customer didn't notice anything or place the call, as it was a philips prs call. Fse could not find any problem. The system was returned to use in good working order. The codes were updated based on the investigation outcome.